Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and power error detected alarm. The customer's blood glucose level at the time of the incident was 490 mg/dl and current blood glucose level was 421 mg/dl. The customer was treated with manual injection. It was reported that the power error detected recurred within a week of troubleshoot of the previous occurrence. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.